Event description:
The catheter was leaking at the handle during the procedure. No irrigation at the catheter tip while coolpath flow was at 2ml/min. When we irrigated with 60ml/min, non-clotted blood came out of the tip. It looks like the leak did not allow irrigation at low flow and irrigated at a higher rate of 60. There was a temperature limiter warning on the stockert. No harm came to this patient.